Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored display screen. All the keypad buttons responded properly. The battery compartment was found to have cracked between the grip pad and the case seal. No evidence of moisture corrosion was observed inside the compartment. Unrelated to the display and casing issue the bolus button cover was damaged while the button was functional.